Manufacturer narrative:
(B)(4)

Event description:
The surgeon implanted a short olecranon plate to treat a slightly comminuted fracture. At follow up, there were signs of proximal plate pull out which required revision surgery.